Event description:
It was reported while using bd luer-lok¿ syringe with attached needle 18 g x 1 1/2 in., sterile foreign matter was found in the barrel. There was no report of patient impact. The following information was provided by the initial reporter: material no:309580 batch no: 1081263.   It was reported by the consumer oily substance in the barrel.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe with attached needle 18 g x 1 1/2 in., sterile foreign matter was found in the barrel. There was no report of patient impact. The following information was provided by the initial reporter: material no:309580 batch no: 1081263.   It was reported by the consumer oily substance in the barrel.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using bd luer-lok¿ syringe with attached needle 18 g x 1 1/2 in., sterile foreign matter was found in the barrel. There was no report of patient impact. The following information was provided by the initial reporter: material no:309580. Batch no: 1081263.   It was reported by the consumer oily substance in the barrel.